Event description:
A medtronic representative reported approximately 5mm inaccuracy during a cranial tumor resection. The surgeon registered with tracer mostly on the back and right side of the patient's head; all points were green. They checked landmarks after registration and deemed them accurate. When the surgeon checked again, after draping, he noted an inaccuracy the further anterior he proceeded. The patient had a plate in his head that distorted the face of the scan and did not allow the blue dots for tracer to appear in the proper location. While in the surgery, it was noted that, given exam quality, software was functioning as expected. The surgeon completed the procedure with the use of navigation. There was no negative impact to the patient reported.

Manufacturer narrative:
Software evaluation finds that given details of the patient anatomy, software is functioning as designed.